Manufacturer narrative:
The original file stated in device name "scrw,2.4x8mm cancelous locking" in error. The specific part information is unknown. Section d1 was updated to read "sternalock screw". There were no other changes to content or event added to file.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
There was a revision surgery due to a patient infection with a pacemaker.